Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that the surgeon was using the 512hn trocar for the first time. The surgeon didn't perform pneumoperitoneum during the cases as surgeon couldn't visualize well the tissues properly for a lesion to an abdominal wall vessel. So surgeon performed the pneumoperitoneum with a verres needle and had introduced other trocars (non ethicon endo). During mobilization of colon transversum, the surgeon noticed some blood in the cavity and made the hemostasis. Afterwards the surgeon converted the operation (this had been planned before) and saw a small lesion to vena cava that was sutured by hand. The product and package were discarded.